Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited competitive atrial pacing (cap) leading to automatic mode switch (ams). This was believed to have caused patient atrial fibrillation. The device was reprogrammed. Patient condition was not provided.